Manufacturer narrative:
Additional information has been provided in b5 based on new additional information received.

Event description:
Additional information indicates that the patient was bleeding from one of the vein grafts that was placed during the CABG procedure. The bleeding was resolved by taking the patient back to the or and suturing the graft at the anastomoses. There is no device to return.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
A 66-year-old male patient with a past medical history of hypertension, hyperlipidemia, type 2 diabetes mellitus, hepatitis b, and end-stage renal disease on peritoneal dialysis presented to the hospital on (B)(6) with four days of chest pain. He was diagnosed with a non-st-elevation myocardial infarction. Echocardiography demonstrated a left ventricular ejection fraction of 35 percent and moderate to severe mitral regurgitation. He was taken to the cardiac catheterization laboratory, where left heart catheterization revealed severe multivessel coronary artery disease. An intra-aortic balloon pump was placed, and cardiothoracic surgery was consulted. On (B)(6), the patient underwent coronary artery bypass grafting ×3 and mitral valve replacement. He returned to the operating room the same evening due to postoperative bleeding, and a repeat sternotomy was performed. The chest was left open until (B)(6). On (B)(6) echocardiography demonstrated a severely dilated right ventricle and a left ventricular ejection fraction of thirty percent. The heart team decided to place an impella cp and rp. On (B)(6), the patient returned to the operating room due to bleeding from mediastinal chest tubes. Repeat sternotomy revealed bleeding from one of the vein grafts. The bleeding resolved with surgical intervention. Five units of packed red blood cells were administered. On (B)(6), care was withdrawn. Although the bleeding event is conservatively coded to the impella device, documentation indicates that postoperative bleeding already occurred prior to insertion of the impella pumps and that the bleeding originated from a vein graft. The death is most likely related to the patient¿s underlying medical condition and the decision to withdraw life-sustaining treatment.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.